Event description:
The hospital reported that in the middle of the endoscopic vein harvesting procedure, vasoview hemopro 2 wire separated from the jaw tip. It was noticed when the jaws were cleaning. There was char stuck to it, and it was then that the harvester noticed the wire had separated from the tip. The procedure was finished with this kit.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Event site name exceeds character limitations: (adventist health white memorial).

Event description:
N/a.

Manufacturer narrative:
(B)(4). Updated sections: b4, g3, g6, h2, h6, h11. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. A lot history record review was completed for lots 3000486811, 3000504283, and 3000508432 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.